Manufacturer narrative:
Distributor delay in reporting due to misplacement of email communications to the manufacturer (us endodontics). The patient was referred to a specialist. No follow-up appointment scheduled. Distributor is still trying to reach out to clinician and specialist to find out outcome of referrals.

Event description:
(B)(6) contact person called to let us know that they had two files separate at 3mm and neither were able to be removed. They have requested a refund. The patient was referred to a specialist. No follow-up appointment scheduled. Distributor is still trying to reach out to clinician and specialist to find out outcome of referrals.